Manufacturer narrative:
Corrected information was provided in sections: b2 and h11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (engagement of forceps grasping part was poor) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num 3003398873-2025-00383. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract and vitrectomy combined surgery an ophthalmic disposable forceps exhibited engagement of grasping part was poor and when grasping the target membrane, it was cut. The surgery was completed after replacing the product with another one with no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).